Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the castor worked loose during use (probably due to non-adherence to the technical guide when the castor was previously changed). The vibration of the loose castor has caused the thread to ¿strip¿ out of the base strut component of the product. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the right rear caster on thewm-np2 workstation set 4 came off when the staff tried to lower the endoscope. The issue was found during cleaning up after an unknown surgery in the operating room. The malfunction caused the trolley to fall sideways. In addition, the glass on the wall of the facility was broken and damaged. There were no injuries caused by the broken glass. The facility staff told us that the problem may have been caused by a repair two years ago. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the casters could not be fixed to the trolley because the screw threads had been removed, there was no signs that loctite had been applied. The tire rotated smoothly, but the rotation in the direction of the installation axis was heavy. The caster came off due to the following mechanism; because loctite was not applied, the screws loosened with use, and when the load from the trolley was applied, the screw threads were scraped off. Since there were no screw threads, the casters were simply inserted into the trolley. As a result, the casters came off when the trolley was moved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.